Event description:
An infusion pump was sent in to baxter for service where channel a failed the accuracy test during service testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.